Event description:
It was reported that the patient's right ventricular (rv) lead had delivered inappropriate antitachycardia pacing (atp) due to noise oversensing. No intervention was performed, and the patient was stable.